Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complication occurred. On (B)(6) 2024, the patient presented with non-st-elevation myocardial infarction (nstemi). The target lesion at the saphenous vein graft obtuse marginal (svg-om) was treated with a 3.50 mm x 20 mm agent dcb, and 3.00 x 15 mm and 3.00 x 10 mm wolverine cutting balloons. On (B)(6) 2025, the patient started experiencing symptoms of angina and presented to the hospital. Diagnostic coronary angiography revealed 80% in stent restenosis at the svg-om2. The 80% in-stent restenosis at the svg-om2 graft was treated with a 3.00 x 15 mm wolverine cutting balloon followed by post dilated with a 3.50 x 12 mm boston scientific nc balloon. Post revascularization, the stenosis was noted to be 20% and timi flow 3. The patient was discharged from the hospital on dapt. On (B)(6) 2025, the patient started experiencing symptoms of angina and presented to the hospital. Diagnostic coronary angiography revealed 50-60% in stent restenosis at the svg-om2. The 50-60% in-stent restenosis at svg-om2 was successfully treated with a 4.00 mm x 10 mm non-bsc balloon. Post revascularization, the stenosis was noted to be 0% and timi flow 3. The patient was discharged from the hospital on dapt. On (B)(6) 2025, the patient presented to the hospital with the symptoms of angina and was hospitalized for further evaluation and treatment. Diagnostic coronary angiography revealed 99% in stent restenosis svg-om graft. The 99% in-stent restenosis at svg-om graft was initially predilated with a 3.50 mm x 15 mm nc balloon, 3.5 mm x 15 mm non-boston scientific (non-bsc) balloon, followed by laser atherectomy. Finally, the lesion was successfully implanted with a 4.00 mm x 15 mm non-bsc drug eluting stent and post dilated with 4.00 mm x 15 mm nc non-bsc balloon and a 3.50 mm x 15 mm non-bsc balloon. Post revascularization, the stenosis was noted as 10% and timi flow 3. The patient was discharged from the hospital on dapt.